Event description:
See also manufacturer report #3004209178-2010-08419. It was reported that the pt experienced a fall. The pt stated that it felt "like rubber" from both knees, down. The fall caused the pt to injure both knees and the head. The pt was hospitalized for three days following the fall. The pt was still "woozy." No further details or pt outcome were provided. Additional information was requested but not received at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).